Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. No external ram crc error alarms were noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart error and signal too low. The patient's blood glucose at the time of incident was 4.3 mmol/l. The alarms were cleared but the cause of the alarms could not be determined. The insulin pump was returned for analysis.